Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Surgery- the retaining screw with the glenosphere got stripped. Part of the retaining screw stayed in the patient and another part came out. The red torque screwdriver may have not torqued properly.

Manufacturer narrative:
The reason for this primary surgery was reported as retaining screw got stripped with glenosphere. The healthcare professional indicated that the event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) associated with the production of this instrument. Complaint database review shows three prior complaints filed against the instruments item number that reports a similar failure. Those are 3 - broke/cracked/damaged/dislocation. However, the customer complaint history of the reported device showed no present trends or on-going issues that are needing review. The root cause of this complaint is likely attributable to the application of excessive torque and damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. The device was returned to djo and after further examination, the threaded tip of the glenoid head w/retaining screw, rsp, 36mm, neutral has sheared off. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Corrected data: see h.10. Manufacturer narrative: the reason for this primary surgery was reported as retaining screw got stripped with glenosphere. The healthcare professional indicated that the event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of 508-36-101 and 509-01-036 device history record (DHR) revealed the device, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of either device. Complaint database review shows three prior complaints filed against the instruments item number that reports a similar failure. Those are 3-broke/cracked/damaged/dislocation. However, the customer complaint history of the reported device showed no present trends or on-going issues that are needing review. The root cause of this complaint is likely attributable to the application of excessive torque and damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: 508-36-101 was returned to djo and after further examination, the threaded tip of the glenoid head w/retaining screw, rsp, 36mm, neutral has sheared off. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.